Manufacturer narrative:
No patient was present during the reported event. The computer was returned for evaluation. The serial card on the computer was found to have malfunctioned which directly caused the reported event. A medtronic representative replaced computer per RMA. The system was tested at the site and found to be fully functional after replacement.

Event description:
A medtronic representative called to report black status on system display. Event did not occur during surgery and no patient was present.